Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, pneumoperitoneum leaked form the instrument. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.